Event description:
This report is for damaged minicaps. The nurse reported to baxter that 3 units of minicaps were noticed to be cracked or scratched after application to a transfer set. There was no betadine leak noticed. All 3 minicaps were examined prior to applying to the transfer set and no crack/scratch were noted. The hospital nurse stated that both the patient and hospital gently squeezed the minicaps after the incidents to ensure that the crack was not all the way through the plastic of the minicap and therefore the crack may seem slightly more extensive than it was when it was originally removed from the patient. This occurred on three separate occasions, however the exact incidents dates are not known. The nurse will meet with the patient to ensure they are not over tightening them on application to the transfer set. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A used minicap was received and evaluated. This complaint for cracked / scratched minicap was confirmed as a visual cosmetic defect (surface crack) on the minicap. The root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.